Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the infusion set three times and bolused when the insulin pump alarmed no delivery. Customer had a high blood glucose level of 315 mg/dl. The customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.